Manufacturer narrative:
As reported, the patient underwent placement of a trapease permanent vena cava filter. The indication for filter placement was treatment of left leg deep vein thrombosis, multiple pulmonary emboli (pe) and inability to be anti-coagulated, secondary to gastric bleeding. Per the medical records, the filter has been unable to be retrieved although there have been no known attempts to remove the filter. The extent of the device failure has not been fully documented by the patients treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. Per the patient profile form, the patient continues to experience anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded complaint cannot be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease permanent vena cava filter. The extent of the device failure has not been fully documented by the patients treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the medical records indicates, that the filter has been unable to be retrieved although there have been no known attempts to remove the filter. Additionally, the medical records indicate the intra vena cava (ivc) filter was placed for the treatment of left leg deep vein thrombosis (dvt) and multiple pulmonary embolism (pe.) Patient was unable to be anticoagulated secondary to low gastrointestinal bleed. According to the patient profile form the patient continues to experience anxiety.